Manufacturer narrative:
Upon return and analysis this investigation will be updated.

Manufacturer narrative:
At this time the lead has not been returned. Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that during an explant procedure of the device this right ventricle lead was explanted due to oversensing and high out of range pacing impedances. A lead fracture was confirmed. This lead will be returned. No adverse patient effects were reported.